Event description:
It was reported that the oblique posterior atraumatic lumbar spacer system was implanted and then the patient later complained of irritation after implantation. The surgeon noticed that the cage had back out. Additional, the surgeon mentioned that there was infection. The surgeon performed a revision procedure on an unknown date. The surgeon retrieved the cage and inserted another cage. The item is not available for return. This report is for an unknown spacer. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Event date: unknown. This report is for one unknown spacer/unknown lot. Implant date: unknown. Explant date: unknown. Device was used for treatment, not diagnosis. Placeholder.